Manufacturer narrative:
The investigation for the reported issue has been completed. The returned pump was visually inspected and biomaterial was observed on the impeller and in the inflow. The cause of the issue was biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that low pump flows and consistent suction even at pump speed level p2. The motor current was flat despite repositioning. The device was explanted and replaced with a new pump. The procedural outcome was the patient survived.